Manufacturer narrative:
The restraint straps and cot were requested; however, the customer could not release them for eval.

Event description:
It was reported that an approx 300 pound pt fell from the cot when he leaned to one side and the cot tipped to the ground. Reportedly, the pt landed on his face and the restraint strap loosened and unclasped.